Manufacturer narrative:
Additional information: section b3 additional codes added to section h6 evaluation codes result and conclusion. Device evaluation summary: one inspiratory flow module printed circuit board assembly and one cable was returned to medtronic for further analysis. A visual inspection of the returned parts showed no anomalies. Both parts were attached to the failure investigation test ventilator and successfully passed all testing with no issues. Conclusion: there was no malfunction or product deficiency identified. One exhalation valve assembly was returned to medtronic for further analysis. The part was installed into the failure investigation test ventilator and failed exhalation valve calibration. An internal visual inspection of the returned part showed the flex circuit assembly was wrapped around the poppet that prevented the poppet from functioning correctly. The cause of this is as a result of the poppet being physically rotated by the user or other personnel, resulting in the flex circuit wrapping around the poppet shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The medtronic service engineer evaluated the device and the ventilator would not recognize the exhalation flow sensor (evq). The engineer tried a new evq and reseated the exhalation valve cable connection but the there was no change. The engineer replaced another evq and the ventilator passed calibrations. The engineer replaced the exhalation valve cable and both the evqs passed calibration; however, during the extended self test, the pressure test failed. The fault was isolated to the inspiratory flow module board. Once the board was replaced, the ventilator passed all testing per manufacturing specification and was returned to the customer. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperative condition. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury. Additionally, it was also reported that the ventilator failed the exhalation valve portion of the short self test (sst).